Event description:
It was reported that an ilet user experienced hyperglycemia to 247 mg/dl after eating cereal and while the device indicated low insulin; the device remained connected until a routine supply change was completed, and insulin delivery then continued. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included resolution after the supply change with continuation of insulin delivery and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding insulin dosing behavior when the reservoir is low. Investigation of this case revealed no device malfunction and that user understanding of dosing during low insulin prompted education; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.